Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (impact code).

Event description:
Patient reported severe pain of hip. In 2016 surgeon attempted remove dysfunctional implant unfortunately implant hasn`t been replaced. The implant dysfunction was not specified. Additional information was requested. Doi: (B)(6) 2011; doe: unknown date in 2016; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Additional information received on (B)(6) 2021, indicated that there were 2 depuy devices associated with the reported pain and unspecified ¿implant dysfunction¿. There was no information provided to determine product defects or if any treatments were provided to address the severe pain. Follow-up is being conducted to obtain clarification. If/when additional information is received, a supplemental med watch report will be submitted.

Manufacturer narrative:
Product complaint # (B)(4). There is a product follow-up to help with clarification on details of if/ when revision, invasive treatment occurred or if there was any revision or invasive treatment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported severe pain of hip. In 2016 surgeon attempted remove dysfunctional implant unfortunately implant hasn`t been replaced.